Event description:
It was reported the patients blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours on the arm. As treatment, a new pod was placed and a correction bolus was given.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability to deliver insulin. The downloaded data does not show any timeouts or drive stalls. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.